Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During advancement of the clip delivery system (cds) into the steerable guide catheter, air was seen in the clip introducer valve. Aspirations were performed to remove the air, and air did not enter the patient. The clip was not implanted and was replaced. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported leak was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a conclusive cause for leak could not be determined in this complaint. Potential causes for leak/splash include, but are not limited to, the steps utilized to de-air the device during clip delivery system (cds) preparation, loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or not following the procedural steps outlined in the instructions for use (IFU). The reported unexpected medical intervention appears to be due to case specific circumstance as aspiration was performed to remove air from the patient. There is no indication of product issue with respect to manufacture, design or labeling.